Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparo appendectomy procedure, for the first firing for appendectomy, they connected the reload to adapter and checked jaws opening/closing and 3 indicators of the handle /the adapter /the cartridge were illuminated green. The surgeon clamped the tissue of appendico, pushed the green firing mode button then pushed the blue button, however the firing was stopped on the halfway. As the device was stopped at proximal site of the staple line and the tissue was not resected at all. Re-tried to push the blue button ,however the device did not react. The surgeon said the tissue was not thick. The procedure was completed with another device. The status of the patient is no problem.